Event description:
A customer reported a past low blood glucose (bg) event. The lowest bg level recorded was 46 mg/dl. The customer addressed the low bg incident by consuming carbohydrates. Tandem technical support recommended that the customer consult their healthcare provider to discuss potential factors influencing their bg levels.